Event description:
This spontaneous was reported on 02-dec-2009, by a pt consultant for a cosmetic plastic surgeon to our local affiliate-local reference. This case initially assessed as non-serious, has been upgraded to serious medically important. This case involves a female pt. Treated with poly-l-lactic acid for cosmetic correction, who developed a few nodules along her jaw line in 2009. The pt received 2 vial of poly-l-lactic acid in 2008. The rptr stated that the pt felt the nodules when she pressed the area, and as per the pt, the nodules are visible, but the rptr had not seen the pt. Significant/relevant medical history includes - cystic acne, smoker, latex allergy, aspirin allergy, and previous cosmetic treatments including hyaluronic acid (restylane, juvederm), perlane (hyaluronic acid) in 2009, and "silicone". Relevant concomitant medications include - herbal supplements. Corrective treatment - not specified. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint was initiated).

Manufacturer narrative:
Important medical event.